Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Medwatch # mw (B)(4). Date of event: (B)(6) 2018. Procedure performed: unknown. Event description: protective cap placed over balloon; unable to be used without rupturing balloon. Patient status: unknown.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation. This report is to follow-up medwatch #mw 5201030000-2019-8059.

Event description:
Medwatch # mw 5201030000-2019-8059. Date of event: (B)(4) 2018. Procedure performed: unknown. Event description: protective cap placed over balloon; unable to be used without rupturing balloon. Patient status: unknown.